Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to swelling over the device. Reportedly, yellow discharge oozed out from the pocket. The patient was treated with antibiotic solution. There were no additional adverse patient effects reported. The ra lead remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to swelling over the device. Reportedly, yellow discharge oozed out from the pocket. The patient was treated with antibiotic solution. There were no additional adverse patient effects reported. The ra lead remains in service. Additional information indicates that the pacemaker system was explanted due to infection. No adverse patient effects were reported.